Event description:
During an anticipated embolization of left internal carotid artery aneurysms, the crimped marker band somehow became uncrimped and the small open ring migrated into the m1 segment of the middle cerebral artery. To stabilize it, a stent was placed, which prevented the piece from migrating further. The embolization was not completed. The patient emerged from anesthesia neurologically normal. Hours later, she developed right hemiparesis and global aphasia. Because of these stroke symptoms, she was taken to angiography; no vessel occlusion was identified. It is possible but not known whether a small clot formed on the aberrant marker band and then showered distally into the very small branches of the distal middle cerebral artery, beyond imaging visualization. The best visualization for stroke would be magnetic resonance, but physician unwilling to do this with marker band in place. The patient is steadily improving and is expected to make a full or near full recovery. ====================== manufacturer response for long sheath guide catheter, neuron max (per site reporter) ====================== manufacturer has asked for return of catheter. For legal reasons, catheter sequestered at hospital, will not be returned to manufacturer.